Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis can be reasonably attributed to breach in aseptic technique, as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was hospitalized on (B)(6) 2026 with symptoms of vomiting. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy utilizing vancomycin (dose not provided) intra-peritoneal (ip) for peritonitis. The patient was discharged from the hospital on (B)(6) 2026 continuing pd therapy with the same cycler. The nurse stated the patient is recovering from the peritonitis event. The nurse confirmed that the patient did not have any fluid leaks or other issues with any fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to breach in aseptic technique by nursing staff while receiving pd therapy in a nursing home.